Event description:
The stapler was deep in the pelvis, it was put across the bowel and when the trigger was pulled to fire, it went about 2 mm then got stuck. It would neither go forward nor come out. Doctor pulled the reverse red button but nothing happened and the button just flopped back and forth and appeared to be malfunctioning - opened the manual override, and eventually were able to remove the stapler. This was the second fire across the rectum. The stapler was on a lot of torque but appeared to close fine.